Manufacturer narrative:
The returned device was evaluated. During this testing the unit was found to have an open speaker. The speaker was replaced and the unit functioned as designed.

Event description:
It was reported by the customer that the unit has loose parts inside the device, and also states that the alarm sound funny. Additional information received the customer mentioned no error codes or messages was observed, and the display worked fine. The customer also stated the speaker sounds distorted or muffled. There was no known patient impact or consequences.